Event description:
Procedure: unk. Patient sex: unk. Reportedly, the balloon burst in the cavity and the surgeon retrieved all the pieces. The report also stated that the operating time was extended. There was no injury reported.

Manufacturer narrative:
Requests to clarify how long the procedure was extended have not been answered. If additional information becomes available which indicates this report is not an "adverse event", a supplemental report may be issued at that time.